Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left circumflex artery. A 28mm x 3.00mm taxus liberté stent was chosen but it was noticed that the stent was not smooth and was damaged. The procedure was completed using a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left circumflex artery. A 28mm x 3.00mm taxus liberté stent was chosen but it was noticed that the stent was not smooth and was damaged. The procedure was completed using a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the distal end. One strut on the most distal row was lifted and bent distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).